Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be a coincidental event that was not related to the lens as per ophthalmologist (not the one who implanted this lens in subject, but another doctor who will be implanting a lens in another eye). This doctor said that it was not the lens that caused this disorder but clouded capsular bag (posterior capsular opacification) based on this info, the device did not cause/contribute to the event. Additional info has been requested but not received to date. (B)(4).

Event description:
A consumer reported a decrease in right eye visual acuity several months after an intraocular lens (iol) implant surgery. The consumer noticed the event when reading, the letters were blurred, and felt pain in the eye. The consumer indicated this event did not significantly affect her daily activities. Additional info was provided by the consumer. She visited another ophthalmic surgeon who indicated that these events were due to a clouded capsular bag. A laser treatment was scheduled for (B)(6) 2014. Additional info has been requested but not received to date.